Event description:
It was reported that the insulin gauge displayed an amount different from what was expected by the caller, who was experiencing a fill estimate issue with a current estimate of 20 units. There was no adverse impact on the customer¿s blood glucose level. The caller was advised to use room temperature insulin when filling the cartridge, but they declined to load a new cartridge and chose to continue using the current cartridge.